Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17449263) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx pta balloon catheter (8mm2cm155) was delivered to the lesion for a post dilation. However, it ruptured before 11-atmospheres pressure (atm). There was no reported patient injury. Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed. The lesion was the right external iliac artery. Initially, a cross over approach was made with a 6f non-cordis sheath. A non-cordis guidewire was inserted and a smart stent was implanted. The device will not be return for analysis because of patient¿s infectious disease.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that the device was prepped per the instructions for use (IFU). The device prepped normally. The contrast to saline ratio was 2:1. The same indeflator was used successfully with other devices. The balloon inflated normally. The catheter was not torqued against resistance. Kink/bent was not noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed intact (in one piece) from the patient. As reported, an 8x20mm 155cm saber rx pta balloon catheter (bc) was delivered to the lesion for a post-dilation. However, it ruptured before eleven (11) atmosphere pressures (atm). Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the right external iliac artery. Initially, a cross over approach was made with a 6f non-cordis sheath. A non-cordis guidewire was inserted and a smart stent was implanted. The device was prepped per the instructions for use (IFU). The device prepped normally. The contrast to saline ratio was 2:1. The same indeflator was used successfully with other devices. The balloon inflated normally. The catheter was not torqued against resistance. A kink/bend was not noted after the device was removed from the patient. There was no unusual force used at any time during the procedure. The device was removed intact (in one piece) from the patient. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17449263 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.